Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2018 with the following findings: review of the black box data revealed the last bolus delivery was a 1.5-unit delivery on (B)(6) 2018 at 16:16, the pump was manually suspended on (B)(6) 2018 at 22:54. The total daily doses indicate an unexplained power interruption on (B)(6) 2018 at 22:54. Deliveries were resumed (B)(6) 2018 at 05:11. Total daily doses added up to correctly reflect the user¿s programmed basal rates and the pump passed delivery accuracy testing with no delivery defects found. The pump was determined to be delivering within required range and delivering accurately. No errors, alarms, warnings or delivery interruptions occurred during investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 275mg/dl, with blurred vision, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s blood glucose was out of control while on the pump but not while off the pump. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.